Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal was present but did not display an accurate arterial waveform. It was reported that the pressure reading was approximately 6/-18 (-8), with no left ventricular (lv) pressure observed, while the patient¿s arterial tracing appeared to be accurate. Impella pump positioning was confirmed via echocardiography. At the time of report writing, the patient remained on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
It was identified that this event was reported under manufacturing report number (mrn) 1220648-2026-06198. All complaint and investigation details can be found under mrn 1220648-2026-06198 accordingly. Reports under this mrn1220648-2026-06700 should be disregarded.

Manufacturer narrative:
D6b: added explant date.